Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 at 10:00 pm. With a high blood glucose level of 515 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. Customer was wearing the pump at the time of emergency room visit. The customer had issues with no delivery alarms but did not have time to troubleshoot the issue. The customer sent the device back for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.